Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('very strong pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 936685) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "placement of 1 essure on right tube after left salpingectomy in the past" on (B)(6) 2012. The patient's medical history included ectopic pregnancy (in pre-rupture) and salpingectomy (left). On (B)(6) 2012, the patient had essure inserted. In 2021, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("constant and disabling fatigue"), headache ("strong headaches"), dizziness ("dizziness") and disorientation ("orientation problems"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, headache, dizziness and disorientation had not resolved. The reporter provided no causality assessment for disorientation, dizziness, fatigue, headache and pelvic pain with essure. The reporter commented: after left salpingectomy in the past, one essure was placed in right tube in 2012. Symptoms have occured since beginning of year 2021. I was alerted only on (B)(6) 2021 during an appointment taken in urgency for once again strong pelvic pains with a gynaecological surgeon at a university hospital center. I was unaware that this implant had been withdrawn from the market in 2017 and nobody said anything to me; it is simply unacceptable. He indicated to me that my disorders came from this implant and that I had to get it explanted and had me undergo tests. I saw an otorhinolaryngologist in (B)(6) 2021 for my dizziness who after several examinations informed me that it had nothing to do with the ears etc and did not understand. I have a chronic fatigue without reason. Impossible to have a normal life, dizziness and incessant fatigue diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Specialist consultation - in (B)(6) 2021: several examinations: dizziness had nothing to do with the ears etc and doctor did not understand. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-nov-2021. The most recent information was received on 09-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('very strong pelvic pain') in a 48-year-old female patient who had essure (batch no. 936685) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "placement of 1 essure on right tube after left salpingectomy in the past" on (B)(6) 2012. The patient's medical history included ectopic pregnancy (in pre-rupture) and salpingectomy (left). On (B)(6) 2012, the patient had essure inserted. In 2021, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("constant and disabling fatigue"), headache ("strong headaches"), dizziness ("dizziness") and disorientation ("orientation problems"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, headache, dizziness and disorientation had not resolved. The reporter provided no causality assessment for disorientation, dizziness, fatigue, headache and pelvic pain with essure. The reporter commented: after left salpingectomy in the past, one essure was placed in right tube in 2012. Symptoms have occured since beginning of year 2021. I was alerted only on (B)(6) 2021 during an appointment taken in urgency for once again strong pelvic pains with a gynaecological surgeon at a university hospital centre. I was unaware that this implant had been withdrawn from the market in 2017 and nobody said anything to me; it is simply unacceptable. He indicated to me that my disorders came from this implant and that I had to get it explanted and had me undergo tests. I saw an otorhinolaryngologist in (B)(6) 2021 for my dizziness who after several examinations informed me that it had nothing to do with the ears etc and did not understand. I have a chronic fatigue without reason. Impossible to have a normal life, dizziness and incessant fatigue diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kgs. Specialist consultation - in (B)(6) 2021: several examinations: dizziness had nothing to do with the ears etc and doctor did not understand.. Lot number: 936685, manufacture date: 2012-01, and expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-dec-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.